Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2015, the device was implanted via v-p shunt to a patient with brain hemorrhage ((B)(6)) the initial setting pressure was 120mmh2o. After implantation, the patient's condition was good for a while; however, subcutaneous csf retention was noted around the burr hole. Since the patient had a headache and ventricular enlargement was noted, the surgeon did flashing and tapping on (B)(6) 2015, but the patient's condition was not improved. On (B)(6) 2015, the device was replaced with the same new product due to suspected occlusion. The setting pressure of the removed device was 80mmh2o. The patient's condition improved after the revision. It was reported that the patient had a high csf protein concentration (147mg/dl).

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 50mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The siphon guard was removed. The valve was then pressure tested at 50mmh2o, passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3842, with lot crjbm0, conformed to the specifications when released to stock on the 4th september 2014. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.